Manufacturer narrative:
Additional information was received that the patient underwent explant due to patient preference. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent explant for an unknown reason.

Manufacturer narrative:
Age at the time of event: (B)(4) years old. Model number/catalog number: sc-8216-50. Serial number: (B)(4). Batch/lot number: 13937612. Model/catalog description: artisan lead 50 cm. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent explant for an unknown reason.